Event description:
Customer reported unexpected negative reactions on the abs2000. Patient samples with a history anti-kell and anti-fya, respectively, were reported as antibody negative on the abs2000.

Manufacturer narrative:
The reactivity of the k antigen was confirmed for retention capture-r reasy-screen (4), lot g158, used at the time of the complaint. Reactivity of the fya anitgen was confirmed through DHR review, since product expired during investigation testing. A service visit was made. A 100ul bent syringe was replaced and the reader window was cleaned. The level sense frequency was out of range and the centrifuge shake test out of range; both specifications were adjusted. The repair has returned the instrument to operating within specifications.